Manufacturer narrative:
The option to have the reported glidescope video baton 2.0 large returned to verathon for evaluation was declined by the customer. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on august 13, 2020 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the cause could not be determined, but it is likely that the age of the device, two (2) years, may have caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently "black out" when in use. The customer reported that they think the intermittent image is due to the connection between the video baton 2.0 and the connected glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.